Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no: l869901-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify, no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: on (B)(6) 2009. Most recent follow-up information incorporated above includes: on 18-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. L869901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2009. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received : aka name added, reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: back pain, device dislocation, device monitoring procedure not performed. Patient demographic added, essure insertion date updated, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.